Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user had the sensor removed due to the pain on (B)(6) 2024, and the pain was alleviated after the removal. Pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation.

Event description:
On september 10, 2024, senseonics was made aware of an incident where the user reported pain from her shoulder to her hand, but the pain originated from the sensor insertion site. There was no bruising, but the user suspected that the way the sensor was positioned was "stabbing her muscle."